Event description:
Account reports "5-6" incidents in nicu in which cassette on device noted to be leaking. Device used for d10 and tpn delivery. No pt injuries reported for device on pump and pump alarmed "low fill". Device change only intervention.